Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that the initial reporters phone number (B)(6). This is one of two products used for the same patient. Please reference MFR. Report # 9616099-2016-00555 and # 9616099-2016-00557.

Event description:
As reported, during a percutaneous peripheral intervention (ppi), a 155 cm. Saber 5 mm. X 15 cm. Balloon catheter (bc) was delivered to the target lesion and inflated. Balloon inflation was not observed even though nominal pressure was achieved. The product was removed from the patient and a leakage was confirmed at 50 cm. From its shaft. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion for the procedure was a distal end restenosis of a previously implanted smart 6 x 150 stent. The stent was implanted in the distal left superficial femoral artery (lsfa). An ipsilateral antegrade approach was used. The restenotic lesion was reported to be: a 75% stenosis, mildly calcified and mildly tortuous. Additional information received indicated that the following information regarding the previously implanted smart stent was reported to be either unknown or not applicable including: is the catalog/lot number available for the 6mm*150 smart stent; what was the date of implantation of the smart stent; were any problems reported during the index procedure/implantation; was the patient symptomatic as a result of the restenosis; what was the patient's medical history at the date of the index procedure; what was the patient's medical regimen/antiplatelet therapy post implantation; was the patient compliant with the medical regimen. Regarding the saber bc: there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The inflation device used was a non-cordis device and it was unknown if the same indeflator used successfully with other devices. The product was removed intact (in one piece) from the patient. The following information was requested but was reported to be unknown: was contrast leakage noted from the shaft during use in the patient; what were the atmospheres of pressure used during inflation; was only one inflation attempted; what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; was the balloon catheter removed easily from the patient, vessel, etc.; if the balloon catheter did not remove easily, how was it removed. No additional information is available.

Manufacturer narrative:
Additional information received: the product catalog number was updated. The lot number is still unknown. This is one of two products used for the same patient. Please reference MFR. Report # 9616099-2016-00555 and # 9616099-2016-00557. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous peripheral intervention (ppi), a 155 cm. Saber 5 mm. X 15 cm. Balloon catheter (bc) was delivered to the target lesion and inflated. Balloon inflation was not observed even though nominal pressure was achieved. The product was removed from the patient and a leakage was confirmed at 50 cm. From its shaft. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion for the procedure was a distal end restenosis of a previously implanted smart 6 x 150 stent. The stent was implanted in the distal left superficial femoral artery (lsfa). An ipsilateral antegrade approach was used. The restenotic lesion was reported to be: a 75% stenosis, mildly calcified and mildly tortuous. Additional information received indicated that the following information regarding the previously implanted smart stent was reported to be either unknown or not applicable including: is the catalog/lot number available for the 6mm*150 smart stent; what was the date of implantation of the smart stent; were any problems reported during the index procedure/implantation; was the patient symptomatic as a result of the restenosis; what was the patient¿s medical history at the date of the index procedure; what was the patient¿s medical regimen/antiplatelet therapy post implantation; was the patient compliant with the medical regimen. Regarding the saber bc: there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The inflation device used was a non-cordis device and it was unknown if the same indeflator used successfully with other devices. The product was removed intact (in one piece) from the patient. The following information was requested but was reported to be unknown: was contrast leakage noted from the shaft during use in the patient; what were the atmospheres of pressure used during inflation; was only one inflation attempted; what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; was the balloon catheter removed easily from the patient, vessel, etc.; if the balloon catheter did not remove easily, how was it removed. No additional information is available. The stent remains implanted in the patient and is not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral artery disease. There are possible patient, pharmacological, and target lesion factors that may have contributed to the reported event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used for the same patient. Please reference MFR. Report # 9616099-2016-00555 and # 9616099-2016-00557.